Event description:
Physicians noted air in the guardian ii hemostasis valve after introducing balloon or guidewire, no patient impact was reported.

Manufacturer narrative:
Submission of this report does not represent a conclusion or admission by vascular solutions zerusa limited that the content of this report is complete or accurate, that the device failed or malfunctioned in any manner or that the devices caused or contributed to a death. Device not returned to manufacturer.